Event description:
It is alleged that the user passed away due to the entrapment of their oxygen supply line in the lift chair foot mechanism.

Manufacturer narrative:
The event occurred in the (B)(6) and was documented per the medical devices directives (vigilance system) mdd 93/42eec, article; incident report #(B)(4) is on file. Reporting the event to the FDA per part 803 of the cfr requirements.